Event description:
It was reported that a caregiver attempted a meal announcement for an ilet bionic pancreas user, but no meal announcement was recorded, after which the user experienced hyperglycemia and the corrective algorithm began addressing the elevated glucose. Symptoms included none reported. Outcomes included no need for outside assistance beyond routine caregiving and no medical intervention or hospitalization. Investigation included review of device data with log synchronization, assessment of system corrective action, and site change due to concern for potential infusion site absorption issues. Investigation of this case revealed that the missed meal announcement likely contributed to postprandial hyperglycemia, and the infusion site was changed to mitigate possible site-related insulin delivery variability. It was concluded, based on previously established findings for similar reports, that user-related operational factors, including a missed meal announcement and potential site absorption variability, were the most probable causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.